Event description:
During a follow-up interrogation, upon accessing the aida+ screen, the message "aida has been programmed" was seen. Following the message, the expected aida information was not displayed and was irretrievable. A new interrogation session resulted in normal operation and diagnostics but with very few cycles worth of data. The files from the programmer were sent to the manufacturer for review; the device remains implanted.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the device remains implanted, the files from the programmer were reviewed. The files that were received showed the device was automatically rest and programmed during a follow up. Because the log files from the previous interrogations were not provided it's not possible to determine why aida was off upon the first interrogation. However, it could have been a result from an interrupted aida programming during a previous follow up. The device operated as specified. Device remains implanted.

Event description:
During a follow-up interrogation, upon accessing the aida+ screen, the message "aida has been programmed" was seen. Following the message, the expected aida information was not displayed and was irretrievable. A new interrogation session resulted in normal operation and diagnostics but with very few cycles worth of data. The files from the programmer were sent to the manufacturer for review; the device remains implanted.

Manufacturer narrative:
(B)(6) 2011,a response from the manufacturer is pending. Device remains implanted